Event description:
Rptr writes: "dentist placed dissimilar metals in tooth. A two year saga: 30 dentists, 10 mds, 5 neurologists, electricity fizzing off tongue, shins, short term memory loss, 50 lb weight loss. 11 teeth pulled after dozens of procedures, kidney damage and left side of heart damaged. Sensitivity to magnetic fields etc. Dozens of mercury fillings removed after dozens of procedures. Pain remains in jaw. Magnetic field distorted (nasa). I live in constant pain in my jaw area. The teeth are gone but the pain remains! It was told in dr's office: 1. They did not like my politics. 2. I would be "sorry" for what I had done? 3. Was an american "hero"! This was the first filling he had ever placed in my mouth." Another dentist had removed the filling (liner). Ten years later I must question." "Who and what are the dental police? Dentist seems to feel he is dental police. Please read: hal higgins - 'dental fillings dangers' (book).